Event description:
This notification is being reviewed due to a user of simplygo mini. The user reports the unit has burning smell when turned on also has a caution light. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation, the device is scrap as per deviation. Evaluation test failed, technical failure noted, main pca not replaced. Passed test: decontamination, special event. Non-reportable since there was no death or serious injury reported, and the observed event/issue would not cause a death or serious injury if it were to recur.